Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified artery after a diagnostic procedure. Reportedly, when the needle plunger was retracted, no suture was attached to the needles. A second proglide was used to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. A follow-up report will be submitted with any additional relevant information. The lot number was not identified; therefore, a device history record review could not be performed.